Manufacturer narrative:
Evaluation results: no results available since no evaluation performed- device or procedural images not provided for review. Inherent risk of procedure -stent dislodgement. Conclusion: inherent risk of procedure- stent dislodgement. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent. During delivery the stent dislodged from the balloon prior to reaching the target lesion. The stent was deployed at this site. It was confirmed there were no patient complications.